Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn : (B)(4), model: sc-2218-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that after the trial implant procedure the patient had right hip and leg pain. The physician believed that he hit a nerve root while driving the leads. The patient had a lead pull and the explanted leads will not be returned as they were discarded by the medical facility.